Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to it was identified after closing the pocket the lead was exhibiting high pacing thresholds. The physician decided to reopen the pocket, explant the lead and replace it. The device is not expected to return for analysis. No additional adverse patient effects were reported.